Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 35% battery life to 5%, while the pump was plugged into a power source to charge. In addition, the pump could not be charged past 75%. There was no reported impact to the customer's blood glucose level. It was indicated that the customer had a backup pump available for alternate insulin therapy.